Manufacturer narrative:
B3: event date was unknown; no information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The device was reported to be emitting a continuous audible alarm, and the display showed no indications. The issue was identified prior to the infusion; however, it impacted therapy. There was no patient involvement, and no additional adverse consequences were identified.